Event description:
A pt was intubated and placed on a ventilator. The steri-cath was used for the first time to suction the pt's endotracheal tube. Shortly thereafter, it was noted that the exhaled tidal volume was only one-half on the inhaled tidal volume. The nurse and respiratory therapist then allegedly noted a leak past the catheter control valve. The catheter was removed and replaced and there was no pt compromise.